Manufacturer narrative:
Zimvie complaint number (B)(4). E1: reporter address: (B)(6). G4: premarket identification: k013227.

Event description:
The doctor reports that the dental implant located in position number #46 failed because it fractured at the head. The doctor reports that the procedure was not concluded by placing another implant. Bone type: I. The doctor reported: bone loss.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D4: additional device information. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) tsvb11, (impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm) for evaluation. Visual evaluation was performed, damage to the implant was identified. The implant had bone debris on its external threads. The implant was fractured at the collar. DHR review was completed for the subject lot number 1248397. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1248397 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : bone loss and dental : functional : fracture : implant. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the clinician selects implant that is unable to resist long-term occlusal loading. Therefore, based on the available information, a device malfunction did occur. The implants collar was fractured. The reported event was confirmed. However, the bone loss event is non-verifiable with all the information. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.